Manufacturer narrative:
H11: the lot number for the device was provided. The device history records are currently under review. A photo was provided for review. The device has been returned for evaluation. The investigation is currently underway. Upon completion of the investigation, a supplemental report will be filed. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the product came in with film all over the package, like a detergent. During follow up it was further reported the product was in repack box and the packages were received with liquid substance. There was no patient involvement in this case.